Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that this device exhibited premature battery depletion. A data review was requested to ensure an acceptable replacement window. To date no further information has been received and the device remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. A data review was requested to ensure an acceptable replacement window. To date no further information has been received and the device remains implanted and in service. Subsequently, the device was explanted and returned to boston scientific for a functional and longevity assessment. No field communication was received regard the date of explant.